Event description:
Caller reported a cartridge alarm 30 issue while the pump was in use. Customer's blood glucose (bg) level was displayed as "high," but specific values were unavailable. Customer administered a correction bolus via the pump to address the high bg and did not require further third-party assistance as they were not incapacitated. Tandem technical support resolved the issue by arranging a replacement of the pump, which is under warranty, and advised the customer on necessary steps following the receipt of the new pump. Customer agreed to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery until the replacement was received.